Event description:
Had mesh implanted in 2006 for cystocele repair - now two years later have extrusion into vaginal canal by mesh that has created a 3-4 mm transverse band requiring additional surgery to repair. Have yet to find extent of surgical repair needed. Had ams perigee mesh implanted on the same day, for cystocele repair 2+ within global healing period felt vaginal pain and could feel something in canal. Surgeon assured me it was nothing, as well my gyn said same thing. For two years, I have felt something in vaginal canal with pain. During intercourse immense pain. Now have seen new gyn who states - 3-4mm transverse band - 1/3 of way up canal - extrusion of mesh with scar tissue - will require surgery. Dates of use: 2006. Diagnosis or reason for use: cystocele repair.